Event description:
This lead was implanted on (B)(6) 2004 and remains implanted. It was reported to tech services on (B)(6)2012 that this patient had a superficial infection just below the incision and the md drained it and put them on medication. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).